Event description:
It was reported by the patient's daughter that the patient died in (B) (6) 2009 "of cardiac arrest due to pacemaker failure." Additional information obtained reported that the "battery was completely depleted when (patient) went in for a follow-up exam in (B) (6). Patient was advised of complete depletion of battery and advised replacement immediately. Medtronic offered replacement that day but patient did not accept replacement device. Next day the patient expired." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.